Manufacturer narrative:
The reported events of break in the insulation, conductor fracture, low pacing impedance, p-wave amp variation, and unacceptable threshold were not confirmed. A full lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to procedural damage to the inner insulation exposing the inner coil. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right atrial (ra) lead exhibited low pacing impedance, p-wave amplitude variation, and high capture threshold. During ra lead revision, it was observed that the ra lead had insulation breach and conductor fracture. Clavicular crush was suspected. The ra lead was explanted and replaced. There were no patient consequences.